Event description:
It was reported that patient presented in clinic for follow up. Device interrogation revealed non-sustained right ventricular oversensing due to post paced t-wave oversensing on the implantable cardioverter defibrillator. Programming changes were performed to resolve the issue. The patient condition was stable.